Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that during removal, many u by kotex sleek tampons came apart leaving pieces behind. Consumer stated she had a yeast infection as a result. She does not plan to seek medical treatment.